Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances, measuring greater than 2000 ohms. The patient's device was a non-boston scientific product. The ra lead was not capturing at maximum output and was not sensing any atrial activity. It was noted the impedances had been out of range since (B)(6) 2018. At this time, the ra lead remains in service. No adverse patient effects were reported.